Event description:
It was reported that this implantable pulse generator (pacemaker) was being explanted due to normal battery depletion. However, the right ventricular lead was stucked in the pacemaker and was not able to be removed until it had to be ruptured to set it free. The implant procedure was then completed implanting new products. This pacemaker is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. This resulted in the clinical observation of a stuck right ventricular lead. However, the pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
It was reported that this implantable pulse generator (pacemaker) was being explanted due to normal battery depletion. However, the right ventricular lead was stucked in the pacemaker and was not able to be removed until it had to be ruptured to set it free. The implant procedure was then completed implanting new products. This pacemaker was returned for analysis and no additional adverse patient effects were reported.